Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior/posterior vaginal wall mesh procedure performed on (B)(6) 2016. According to the complainant, the patient experienced ureteral injury (grade 3b) which required surgical treatment, endoscopic treatment and treatment by ivr (treatment under general anesthesia). On (B)(6) 2016, the right arm passed between the right ureter and urinary bladder by right puncture from uphold right anterior vaginal wall wound under spinal anesthesia. Right ureteral injury occurred. It was changed to general anesthesia, then right ureteral bladder needle anastomosis was performed by laparotomy. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, right wj was removed, and then on (B)(6) 2016, no hydronephrosis was observed. Reportedly, the patient was cured, there was no mesh exposure and no sexual pain felt.